Event description:
It was reported that the atrial had dislodged via review of the chest x-ray. No capture was noted. The atrial lead was extracted, and a new atrial was implanted. The patient was stable before, during, and after the procedure.